Event description:
The patient reported that they were not able to communicate with their implantable neurostimulator (ins). They noted having a poor communication screen on their programmer. The patient stated that their pre-existing degenerative disc disease was starting to progress high up their back, so their stimulation wasn¿t targeting their new pain area. The patient had met with a manufacturing representative for programming. Following reprogramming, the patient thought the new settings were better, but when they got home they didn¿t think they were better. Instead of returning to the clinic, the patient decided to just turn the ins off and see how they do without it. The patient reviewed that after turning off the ins, it was obvious that they needed the therapy. The patient was to follow-up with their healthcare provider. No further complications were reported. The patient was implanted for failed back surgery syndrome. Additional information received from the patient indicated that they met with their manufacturing representative (rep), and determined that the stimulator is not working at this time. The rep informed the patient that they will have to talk with their physician on what the next steps are, as the patient will need surgery to correct the issue. The patient¿s inability to communicate with their device or recharger was not resolved. The patient noted they will need to see their physician. No further complications were reported or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that no surgical intervention had been planned or scheduled at this time to resolve the issue of the stimulator not working. They stated that they were going to see if they could handle the pain over the winter. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the cause of the patient's stimulator not working was not determined. It was reported that no surgical intervention had been planned or scheduled and that the patient had an appointment with their pain management physician on 2017 (B)(6). It was reported that the patient weighed approximately (B)(6) pounds at the time of the event. No further complications were reported/anticipated.